Event description:
The reported description notes that the bedside monitor did not alarm for an spo2 desaturation value outside of the monitor's preconfigured spo2 desaturation parameter. No pt harm was reported.

Manufacturer narrative:
(B)(4). The reported description notes that the bedside monitor did not alarm for an spo2 desaturation value when the user believed that it should have alarmed. No pt harm was reported. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.